Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during an initial hip arthroplasty, when a stem was opened for use, it was noticed to have a deficiency in the sterile packaging. A new implant was used and surgery continued without delay and there was no impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The blister was not returned, however, visual inspection of the sterile packaging shows some scuffs and tiny holes. This has caused the sterile package to lose its vacuum seal. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to transit damage. The likely condition of the product when it left zimmer biomet was conforming to specifications. The likely condition of the product when it left zimmer biomet was conforming to specifications. The root cause of the reported event is likely to be due to transit damage.